Event description:
On (B) (6) 2009, the pt reported the buttons on his insulin infusion device are not responding and that the device is flipping through its screens without any buttons being pressed. He stated, this began when he tried to deliver a bolus and that all the device buttons appear to be affected. During the call, he stated the device light turned on by itself although he had earlier tried to activate it and the light did not respond. He stated he uses alkaline batteries and he changed the device battery a couple of weeks ago. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.